Manufacturer narrative:
Section g2: report source corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists stroke, venous thromboembolism, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as potential late postimplant complication. Under ¿anticoagulation¿, this section outlines the recommended anticoagulation regimen, including inr range for patient using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that computed tomography (CT) imaging of the patient's head and neck was used to confirm the diagnosis of ich. Ultrasound imaging was performed on (B)(6) 2024 and the dvt was seen. Patient had reached out prior to complaints of swelling to leg and was therapeutic on warfarin at the onset of dvt. No treatment was rendered for the bleeding. The patient's family changed code status to do-not-resuscitate given findings of CT imaging and prognosis of patient by neurosurgery given findings. Prior gastrointestinal bleed is reported under MFR 2916596-2025-02227.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to intracranial hemorrhage (ich). The ich appeared to be spontaneous, the exact cause was unknown. There was no trauma proceeding the event. Patient was stable prior to the event. The only clinical change prior was a change to the international normalized ratio (inr) goal because of an acute deep vein thrombosis (dvt). Her inr goal was changed from 1.8-2.5 (prior gi bleed) to 2.0-3.0 because of the new finding. A week prior to the ich occurring the patient did have a supratherapeutic inr, but this was corrected, and the inr was 2 at the time that her ich occurred. The death was not being considered device related. The device operated as expected. The device was not being returned for evaluation. Whether the outcome was device or therapy related was not provided by the customer.